Manufacturer narrative:
Product ID# mc1vr01-delsys. Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The outer shaft is bent at 5.7 cm from the distal end of the delivery system. The inner shaft is kinked at 3 cm from the distal end of the recapture cone. Articulation could not be tested due to only a partial delivery system being returned. Deployment could not be tested as only a partial delivery system was returned. No clicking noise anomalies found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-sep-2020 / serial#: (B)(4). Device available for eval: yes. Dev rtn to MFR? Yes. Device evaluation anticipated, but not yet begun, mfg date: 11-apr-2019; labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the leadless implantable pulse generator (ipg) unsatisfactory results in electrical testing. Difficulty was encountered when attempting to recapture the device but it was successfully recaptured after multiple attempts. Deploy and capture of the delivery system was re-attempted on a table, where a clicking noise could be heard and deployment and recapture were difficult to do. The leadless ipg was not used and a replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.